Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 24 mg/dl at the time of the incident. The customer was at 153 mg/dl at the time of the call. The customer was given intravenous glucose and food to treat. The customer experienced symptoms such as unresponsiveness and loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Customer had gone swimming before the incident. Troubleshooting was not completed as the caller declined. Caller also reported ongoing sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device communicated properly with the test blood glucose meter. The test value of 125 mg/dl was sent by the meter and received by the device . No pump/meter communication anomaly noted. Device communicated properly with the glucose sensor simulator and the minilink transmitter. No pump/sensor transmitter communication anomaly or calibration anomaly noted. The test value of 135 mg/dl was properly displayed on the device sensor graph screen. Device had minor scratched display window, broken belt clip slot, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).